Manufacturer narrative:
(B)(4). The investigation is ongoing and when completed a follow-up will be sent to the FDA.

Event description:
Customer reported that the patient came in with a heart attack and during a stenting procedure the screens turned black while the patient was on the table.